Event description:
It was reported that the patient's neurostimulator caused discomfort. It was repositioned due to it protruding or "pouching" out. Further information is being requested from the hcp. Also see manufacturing reporting #: 3004209178200806591.